Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told ''the lead is disconnected''. The patient also reported that ''when I lie down flat, I get a lump between the pacemaker and the clavicle. When I'm sitting straight, I don't have that lump.'', that, ''the top of my right foot is numb and it goes away at night.'' And that ''on my arm I'm getting this sharp pain.'' The implantable pulse generator (ipg) and lead remain in use. No further patient complications have been reported as a result of this event.